Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringes 10ml ll 21g 1-1/2in tw ID experienced syringe barrel damage/cracked/deformed plunger rod/broken/damaged. Product defects were noted prior to use. The following information was provided by the initial reporter: distorted barrel.

Event description:
It was reported that 3 syringes 10ml ll 21g 1-1/2in tw ID experienced syringe barrel damage/cracked/deformed plunger rod/broken/damaged. Product defects were noted prior to use. The following information was provided by the initial reporter: distorted barrel.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 5/19/2020. H.6. Investigation: one photo and eight actual samples were received by our quality team for evaluation. Upon visual inspection, it was observed that the syringe barrel had been damaged; therefore, the incident could be verified. A simulation was conducted to re-create the defect. From the simulation results, the damaged barrel of the simulated sample and the sample returned are identical. Therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the syringe barrel was damaged during the transition at the syringe needle assembly process. The probable root cause could be at the eject station when the top guide was adjusted lower.